Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged foul odor and partial graft failure are related to the activ.a.c.¿ therapy system. It is unknown if either an infection was confirmed or what medical intervention was required for the partial graft failure. The physician reported the foul odor and partial skin graft failure was due to the patient's comorbidities and use error as the facility did not address the technical issue nor did they remove the patient's dressing. This report is being filed due to possible use error. Device labeling, available in print and online, states: alarms will be displayed on the touch screen when the therapy unit detects a condition that requires immediate patient or caregiver attention. Repeating audible tones will sound. Leak alarm: use leak detection procedures and the seal check¿ leak detector to help find and repair leak. Never leave a v.a.c. ® dressing in place without active v.a.c. ® therapy for more than 2 hours. If therapy is off for more than 2 hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy; or apply an alternative dressing at the direction of the treating clinician. -continuous therapy is also generally recommended for patients at increased risk of bleeding, highly exudating wounds, fresh flaps and grafts, and wounds with acute enteric fistulae. Continuous therapy for duration of 7 days with no dressing changes is also generally recommended for use of v.a.c.® therapy with a new graft placement. -apply v.a.c.® dressing immediately after graft placement and begin therapy as soon as possible. When using v.a.c.® granufoam ¿dressings, a non-adherent dressing should be placed directly over the graft / tissue. In general, the pressure setting used to prepare the recipient bed before grafting should be continued after grafting. Continuous therapy should be used to provide a constant bolster. If a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: -check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. -clean wound more thoroughly during dressing changes. -evaluate for signs and symptoms of infection and, if present, treat accordingly. -change dressing often, ensuring that it is being changed at least every 48 hours. -examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill® therapy system). Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued.

Event description:
On jan 24 2018 the following information was reported to kci by the physician: upon v.a.c.® therapy removal, the patient's wound allegedly smelled. The physician also noted that the patient had previously underwent a skin graft placement, date not provided, and a portion of the graft may have been lost. The physician alleged the foul odor was not due to the product, however, the nursing staff at the facility did not following protocols for taking care of the wound. On feb 15 2018, the following information was reported to kci by the physician: the foul odor and partial graft failure were due to the patient¿s comorbidities and use error by the facility as they were not maintaining the patient¿s dressing and unit appropriately. The physician alleged the activ.a.c.¿ therapy unit exhibited a leak alarm, and the staff at the long term acute center did not address the alarm nor did they remove the patient¿s dressing. The date of the event was not provided and no additional information is available at this time. On nov 14 2017, the device was tested per quality control (qc) procedure by kci service center, and the unit passed the qc checks and met specifications. On (B)(6) 2017, the device was placed with the patient. On jan 24 2018, the device was tested per qc procedure by kci service center, and unit passed the qc checks and met specifications. Kci quality engineering performed a review of the kci records which did not show any repairs following the alleged event.